Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. A 148 of 417 lifetime ventricular-sic occurred since (B)(4) 2013. Three non-sustained tachycardia (nst) episodes of less than 220 ms v-v cycle are recorded on (B)(4) 2013. Lia triggered on (B)(4) 2013 due to meeting the conditions for abnormal lead impedance and v-sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported post noise on the rv lead, the lead was cleaned. The connector and system worked well over the years. Now there was gradual decrease in rv impedance values. The lead remains in use.